Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, and error message did not appear again after pump reset.